Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had keypad anomaly, time clock anomaly and hardware low level failure alarm. The customer had high blood glucose level around 200 mg/dl, 250 mg/dl and 240 mg/dl. The customer was treated with bolus. The customer's reported that randomly times when the back button does not work. The customer reported that the time clock was advancing 10 minutes. It was reported that they had received hardware low level failure alarm. The customer performed self test and also received hardware low level failure alarm. The customer was advised to discontinue use of the pump and revert to backup plan per healthcare professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.